Event description:
Customer's mother reported that the battery cap could not be removed from the insulin pump and that there was a crack in the casing. The blood glucose reading was 303 mg/dl. Customer was treated with the insulin pump. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a stripped battery cap coin slot, cracked display window corner, battery tube threads, reservoir tube lip, belt clip slot, reservoir tube, and scratched display window.